Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issues. The fse cleaned the spiral cable connector contacts, and the flat cable contacts inside the display. The fse then replaced the wheels as the wheels were cracked. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had broken wheels and an out of sync display. There was no patient involvement reported.